Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause and treatment of the event were not reported. On the same day as the event onset, the patient was hospitalized. At the time of this report, the patient was not recovered. Pd therapy was temporarily discontinued. No additional information was provided as the reporter declined follow up.